Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the esheath introducer was noted to have a circumferential tear at the distal tip which was noticed at the completion of the case upon removal. The case was successfully completed. As per follow-up with the fcs, there was no resistance during insertion of the esheath; however, there was resistance noted while pushing the valve out of the distal tip. There were no difficulties with esheath removal or delivery system withdrawal, and the esheath was not torqued during the procedure. The patient sustained no injury and left the room in stable condition. The perceived root cause of the event was that the distal end of the sheath did not break away properly.